Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 300 ml, flow rate: unknown, procedure: left shoulder arthroscopy and capsular release, cathplace: shoulder joint. It was alleged that a patient experienced chondrolysis associated with the use of an elastomeric pump. According to an operative note, the surgeon used an dual catheter to infuse 300 ml of .5% bupivacaine plain in to the patient's shoulder joint. No further information received.